Event description:
The customer reported they were intermittently getting filament regulator errors and charger error messages. A reboot did not correct the problem. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the batteries. The system is operating as intended.